Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient used an expired sensor, which is off-label usage of the device. On (B)(6) 2022, the patient's parent woke during the night as the patient¿s cgm was alerting for high. The parent administered 1.5 units of insulin via the patient¿s omnipod pump. A bg was performed after administering the insulin and the patient¿s bg was 85 mg/dl. The parent provided the patient with juice and candy; a second bg was performed and it was 20 mg/dl. The patient started seizing which resolved as the juice and candy previously ingested had increased the patient¿s glucose. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.